Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reports continued poor speech discrimination and sound quality with the device. Patient has been reprogrammed several times and has worked on auditory rehabilitation with that ear for several months, however, the patient reports no improvement.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Device investigation did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the active electrode was found partially outside of cochlea, as confirmed by diagnostic images. Damage found during investigation is related to the removal surgery. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The bilaterally implanted patient reports continued poor speech discrimination and sound quality with the right side device. Patient has been reprogrammed several times and has worked on auditory rehabilitation with that ear for several months, however, the patient reports no improvement. Patient has been re-implanted.